Event description:
It was reported that during use with the bd phoenix¿ pmic/ID-107, staph aureus was misidentified as staph epidermidis. There was no report of patient impact.

Manufacturer narrative:
H.6 investigation summary this complaint is for misidentification of staphylococcus aureus as staphylococcus epidermidis when using phoenix panel pmic/ID-107 (catalog number 448607) batch number 3269790. The customer did not return panels but provided isolates, phoenix generated lab reports and binary files for the investigation. The customer provided phoenix lab reports show a patient isolate identified as s. Epidermidis when using the complaint batch. To investigate, three retention panels from the complaint batch were tested using customer returned isolate s. Aureus m22631 on a phoenix m50 machine and evaluated for identification results. In addition, one control panel from the same material but different batch were tested using customer returned isolate s. Aureus m22631 on a phoenix m50 machine and evaluated for identification results. The four panels tested identified the isolate as s. Aureus, therefore, this complaint is not confirmed for misidentification. A review of the binary files was determined not to be required based on the results of the investigation. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed, and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Event description:
It was reported that during use with the bd phoenix¿ pmic/ID-107, staph aureus was misidentified as staph epidermidis. There was no report of patient impact.

Manufacturer narrative:
G5. The bd phoenix bd phoenix¿ pmic/ID-107 is a panel that consists of a combination of the following 510k numbers: k020322, k021954, k023273, k023301, k024152, k030677, k031306, k031679, k032131, k033784, k033907, k040006, k040106, k040716, k050089, k050555, k051689, k053241, k060214, k060217, k060218, k060493, k070809, k082538, k082852, k131331. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.